Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the tibia and femur was loose. It appeared the cement did not stay on the femur and cement did stay on the tibia, but not the bone. He revised with a tc3 femur with stem and a mbt revision tibia tray with sleeve and stem. Bone to cement, cement to implant interface. Doi: (B)(6) 2013; dor: (B)(6) 2018; right knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.